Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sensor anomaly. Customer's blood glucose was 6.1 mmol/l. The customer inserter 3 sensors and came loose very quickly. The detachment of adhesive when patient was sweating a bit and sensors were detached. The customer had to replaced sensors and does not have sensors anymore. Customer will call back to give the lot number.